Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a thoracic probe tip broke off and was retrieved. Removal caused a significant delay in surgery time.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. It was noted that the thoracic probe has a diameter of 0.100" at the fracture area, as compared to the lumbar probe which measures 0.125". Use of a thoracic probe in the sacral-lumbar region most likely contributed to fracture at the transition area of the probe shaft.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a thoracic probe tip broke off and was retrieved. Removal caused a significant delay in surgery time.